Event description:
It was reported that when the patient presented in the ER after receiving inappropriate shocks, noise due to oversensing was observed on the stored egms. Low, out-of-range lead impedance and insulation anomaly on the atrial lead was noted. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).